Manufacturer narrative:
It was reported that a patient underwent an atrioventricular (av) node ablation with a thermocool smarttouch sf (stsf) catheter, and the patient "coded and their respiratory rate tanked". Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system, and an ablation cycle was performed, and no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician thought that the positioning of the catheter near the diaphragm could have caused the respiratory rate to be affected. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation with a thermocool smarttouch sf (stsf) catheter, and the patient "coded and their respiratory rate tanked". The report indicated that while performing an av node ablation using a stsf catheter, the patient "coded and their respiratory rate tanked". The physician was having a hard time getting the catheter into the heart, the catheter was disconnected and the torque was corrected. When the catheter was reconnected, there was noise on all ecgs, and the patient status was noticed. The physician believed that the catheter traveled into the hepatic vein which caused the event to occur. The patient was defibrillated twice. The catheter was disconnected and the noise issue was resolved. At the same time, it was noted that the patient presented in a normal sinus rhythm. They are unsure if the patient was already in sinus rhythm prior to disconnecting the catheter, since they were unable to see the ecgs due to the noise. The physician thought that the positioning of the catheter near the diaphragm could have caused the respiratory rate to be affected. The procedure was continued and completed successfully. The patient was stable and was discharged. The catheter was used during the procedure, and it is available for return. The catheter cable is also available for return. The catheter cable has been reprocessed in house. No other j&j medtech products were used during the procedure. The signal noise issue is not MDR reportable.